Event description:
This rv lead was explanted due to impedance issue. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The lead tip was found covered in fibrotic growth. Calcifications are known to cause high pacing pacing impedance and is thus assumed to be the root cause of the reported clinical observation. Furthermore, the conductor coil was found deformed 57 and 55 cm distal to the is-1 connector pin. These deformations probably resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.